Manufacturer narrative:
Insulin pump alarmed motor error during the rewind due to motor leaking oil and contaminating the motor home switch. Insulin pump was unable to perform displacement test due to motor error alarms. Insulin pump received with cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. Customer stated that she used to work in a hospital and device could have been exposed to x-ray. Customer stated the battery was removed and the insulin pump was working normal again. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 127mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.